Manufacturer narrative:
As qc recovery was acceptable, there was no indication of a performance issue with the reagent. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results for various assays from the cobas pro c 503 analytical unit. An example was provided of an initial glucose result of 3 mg/dl and a repeat result of 89 mg/dl. An example was provided of an initial calcium result of 6.10 mg/dl and a repeat result of 9.27 mg/dl. The questionable results were not reported outside of the laboratory. The repeat results were believed correct.

Manufacturer narrative:
The glucose reagent lot number was 734489. The calcium reagent lot number was 744169. The expiration dates were requested but were not provided. The customer found crusty residue on the probe and they cleaned it. The field service engineer found the sample probe was not being washed sufficiently. He performed fluidic dispense adjustments, replaced the sample probe, and performed sample probe adjustments. He ran cell blank measurements and precision testing with all results meeting specifications. The customer ran calibration and qc with results meeting specifications. The investigation is ongoing.